Event description:
Event description guidant received information that this new implantable cardioverter defibrillator (ICD) and these chronic epicardial patch leads exhibited out of range shocking impedance during the implant procedure. A lead issue was suspected, so the leads were capped. The device was removed due to the patient's defibrillation threshold. Another device was implanted.